Event description:
It was reported that the recliner has a broken mechanism and an upholstery tear where the mechanism appears to have come through the fabric. The ottoman will close, but half of it could not support weight as it was tilted to one side.

Manufacturer narrative:
Na.